Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, an endoscopic image disappeared. The user replaced the device to another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The circuit board of the device was broken by some cause. The instruction manual of the subject device states the corresponding method in case of an abnormality.